Manufacturer narrative:
Evaluation summary: the generator was returned and analysis could not confirm the customer comment that the ventricular sense function was reading low. Analysis did find that the upper case was dented and the lower case was dented and broken, the lead flex cover was corroded, the battery contacts were compressed, the battery drawer and o-ring were contaminated, the ring bail was bent and the liquid crystal display (lcd) was missing pixels. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator it was noted that the ventricular sense was reading low, that at 20 millivolts (mv) it was reading 13-14mv. It was tried on two different testers but got the same result. The generator was returned for service. There was no patient involvement.